Event description:
The customer received a blood glucose reading of 40 mg/dl on the contour next link and felt light headed and dizzy. She ate lunch and felt better. The customer was advised to return the test strips for evaluation. New strips were sent to her.